Event description:
The patient reported that the device "went off", and then later it went off a couple times and since that time the patient can't speak or move, and the patient's legs are paralyzed for about three hours afterward. Follow-up with the physician's office noted that the patient was seen about one month later, with a complaint of not feeling well, nausea, vomiting, and fatigue. No device or lead issues were noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2007; 305u223 tissue valve, implanted: (B)(6) 2013. (B)(4).